Manufacturer narrative:
Review of manufacturing records confirmed the sterilization of both the lead and generator prior to distribution.

Event description:
Reporter indicated that pt developed an infection at her generator site following generator replacement surgery. Generator was subsequently removed and pt was treated with antibiotics. It was reported that afterwards the pt's lead site also became infected, and that the "lead was sticking out of the pt's neck." The lead was subsequently explanted. Reporter later indicated that the pt's infection had resolved completely. No re-implant is planned at this time.